Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received and evaluated for the issue of the sponge being found out of the minicap. During a visual inspection, the reported event was verified because the sponge was found completely separated from the cap. The cause of the sponge being outside the cap could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found completely separated from the minicap. There was no patient involvement. No additional information is available.